Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011 at 02:15:03. Weekly pace lead impedance trend data shows and abrupt increase for min and max rv pace= 392 to 5408 ohms peak between (B)(4)-2011.

Event description:
It was reported that the lead had high pacing impedance and rising thresholds due to a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.